Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a broken strain relief was confirmed via evaluation of the returned system controller. Visual inspection of the returned controller revealed that the strain relief on the connector side of the white power cable was broken. Testing revealed slightly elevated resistances on the individual conductors of the power cables; however, the elevated resistances did not affect the functionality of the controller during testing. The broken strain relief may have contributed to the elevated resistances. The controller successfully operated on a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The power cables were manipulated by hand during testing without issue. The submitted log file and log file downloaded from the returned system controller contained approximately 5 days of data combined ((B)(6) 2020 per the timestamp). The log files captured low voltage hazard and no external power alarms on (B)(6) 2020 due to a temporary loss of power while connected to the mpu; this is addressed via the mpu investigation (reference MFR # (B)(4)). The driveline was disconnected on (B)(6) 2020 at 10:33:04 to exchange the system controller. No other notable alarms were active in the log file. The pump maintained a speed above the low speed limit while the driveline was connected. Dim pump running led, faded serial number on controller label were observed during the device analysis. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate iii patient handbook and heartmate iii instructions for use explain how to properly care for the equipment, including the controller and the power cables. Additionally, the heartmate iii patient handbook provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate iii instructions for use and heartmate iii patient handbook explains how to properly interpret and troubleshoot all alarms, including no external power alarms and the actions to take if the issue cannot be resolved. The patient handbook and the instructions for use cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's controller was replaced due to a broken power cord bend protection.